Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the device evaluation found that the nozzle of the insufflation channel was clogged by a solid black material that could not be identified / removed. Additional findings include the following: there were air / water flow issues, the bending section cover adhesive was discolored, the plastic distal end cover was damaged, annual preventative maintenance of the biopsy channel was performed and the screw stopper and keytop 1 needed replacing, the bending angulations were out of specification, the distal end seal was peeling off, the universal cord was wrinkled, the plug unit was damaged, and the up / down lock were worn out. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope was clogged. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle of the insufflation channel was clogged by a solid black material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.